Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 28th of march 2016 for further investigation. Fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse learned that the customer performed the decontamination procedure on the instrument. The fse was informed the customer ran controls after the decontamination process and all results are within range. The instrument is functioning as inteded and was released. No further action is required by the fse. The most probable cause of the reported event is contamination. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported that on bio rad control 33921 they are seeing phv3 flag and suspected e on their g8 instrument. The customer indicated that they are using bio rad control 33922 and the results were near the mean. The bio rad control are lyphochecs and they were reconstituted and used on day 4 of their 7 day stability. All reagents and column are f lot but bio rad control 33921 is resulting in a suspected e. Customer indicated that they reconstituted new bio rad control 33921 and ran it which resulted with the same phv3 e suspected. The technical support group (tsg) advised the customer to run an alternate lot of calibrators as patient samples to confirm validity of the calibration curvea and try another lot of control. The controls run received the same reported error on bio rad control. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.